Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4). Upon receipt, the catheter was visually inspected and it was found that there was reddish brown material and some white crystals, likely dried saline inside of the pebax with no signs of external damage. Due to this condition scanning electron microscope (sem) analysis was performed. Results showed that the external surface of the pebax exhibited evidence of scratches and a puncture. It is possible that an unknown object hit and punctured the pebax. An internal corrective action has been open to further investigate pebax damages. Per the event, the catheter was tested for electrical performance and leakage was found on all channels. The pcb was inspected and corrosion on the electrical wires solders joints was discovered. An irrigation test was performed to determine the root cause of the corrosion. However, the catheter passed the test. No damage or leakage was found on the irrigation tube. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed.

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch sf bi-directional nav catheter and a noise issue occurred. There was a sudden interference seen on all channels on electrograms and electrocardiograms on both the ep recording system and carto 3 system. When disconnecting the ablation catheter all of the noise disappeared. The catheter was replaced and the noise disappeared. The procedure was completed with no consequence to the patient. This event was originally assessed as not reportable as additional information was received that the physician was able to monitor the patient's heart rhythm through an anesthesia monitor. Therefore, the potential risk that this could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation and during analysis discovered that the pebax was punctured. This finding is indicative of a reportable event due to the potential risk to the patient from the loss of catheter integrity. The awareness date for this record is september 21, 2015 because that is when the puncture was discovered.